Event description:
The reported allegation of "undeliverable output current", was not duplicated in the pa lab. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.735 volts, shows an ifi=yes condition. However, the reported allegation of "premature end of life (eol)", was duplicated in the (B)(4) lab. Other than the noted event, there were no additional performance or any other type of adverse conditions found with the pulse generator.

Event description:
The explanted generator was received on 07/06/2016. Analysis is underway but has not been completed.

Event description:
The patient's generator was identified as having been affected by a manufacturing error that led to the generator remaining programmed on to a high output state for about two months as a result of an incomplete final electrical test at time of manufacturer. During the time that the device remained programmed on, the generator is believed to have used a significant amount of battery capacity. The calculated projected life accounting for the time that the device remained on did not meet the design requirements for battery longevity. This issue does not affect the actual performance of the device. However, it does result in reduced battery life. It was later reported on (B)(6) 2016 that the patient was referred for replacement due to battery being low. Patient underwent generator replacement on (B)(6) 2016 but the explanted device has not been received to date.